Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device is giving loud crackling sound. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective therapy capacitor assembly. The reported problem was confirmed. Based on the information available, philips is no longer able to provide service for mrx as device is eol (end of life). A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Device is eol (end of life) and no work performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.